Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016, 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.